Event description:
It has been reported to philips that the allura xper fd10 system failed. The complaint device was outside of use at the time of the event and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated the complaint. A philips service engineer inspected the system onsite and confirmed that the allura system could not start up. After turning the power supply off and on, no power was delivered to the monitors and to the control room. A blown fuse in the m-cabinet was found. After replacing the fuse, the system was returned to use in good working order. Codes were updated based on the investigation outcome.